Event description:
Caller reported a malfunction on pump, specifically malfunction code malf 0 was displayed. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting the pump and provided pump reset information. Customer could continue to use pump and was instructed to call back if any malfunction code recurs, which caller understood and acknowledged.